Event description:
The patient was administered medication to treat an increase in seizures that was unrelated to vns which lead to the patient becoming aggressive and attempted to leave the hospital. During this attempt, the patient fell and opened their generator incision site. Sterile strips were used to attempt to close the site. When the patient was seen by the neurologist, the generator incision site was closed. No additional relevant information has been received to date.